Event description:
It was reported by service report that the brakes were not holding, and the brake indicator light on siderails was on all the time. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: worn gill brake plate kit. Faulty brake switch.